Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The cause and treatment for the peritonitis were not reported. The outcome from this peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the onset of peritonitis was not reported. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.